Event description:
It was reported that a patient using the ilet with a dexcom g7 experienced hyperglycemia with a highest cgm reading of 335 mg/dl for approximately six hours after intentionally consuming soda and two glucose tablets to treat a prior low; the patient used a contact detach infusion set on the abdomen and did not perform a confirmatory fingerstick. Symptoms included no reported clinical symptoms during the hyperglycemia. Outcomes included resolution to a current glucose of 105 mg/dl and no hospitalization. Investigation included complaint intake, device-use troubleshooting, and user education regarding appropriate hypoglycemia treatment to prevent rebound hyperglycemia. Investigation of this case revealed user-related overtreatment of hypoglycemia as the cause of the elevated glucose, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to overtreatment of hypoglycemia.